Event description:
Bovie pad placed on patient's lateral posterior right thigh. Patient placed in the lithotomy position. Pad checked for adherence. Patient draped. Sound made when bovie activated was not as expected. Bovie use discontinued. Staff inspected unit and patient. Found bovie pad no longer adhered to patient's leg, except for small area at corner of pad.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.